Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power up. Upon functional testing, the fse found that the system would not turn on because power was entering to the gss pdu but not exiting. To resolve the reported issue, the fse reset the wall breaker and pdu breaker, restored power to the system. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not powering on. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.